Event description:
It was reported that the patient received multiple inappropriate shocks. The lead showed high impedance and noise (oversensing) was confirmed. The lead was replaced. No further patient complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: no anomalies found; proximal segment returned. It was reported that the patient received multiple inappropriate shocks. The lead showed high impedance and noise (oversensing) was confirmed. The lead was replaced. No further patient complications were reported. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Impedance, high, interference, oversensing, shock, inappropriate.